Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced both the system controller and user interface (ui) pcb assemblies, as well as the ui to stack flex cable assembly.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device has a white display upon boot-up.  A white display is indicative of a device lock-up condition that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed user interface (ui) pcb assembly and determined that the cause of the reported issue was an integrated circuit (ic) chip, designator u2.  The ic chip had corrupted memory. Both the removed system controller pcb assembly and ui to stack flex cable assembly were ancillary parts and there were no failures observed with either.